Event description:
It was reported that the wake button is extremely difficult to press and/or requires multiple presses to turn on pump screen there was no adverse impact to the customer¿s blood glucose level. A replacement pump was sent.